Event description:
According to the reporter: the stapling was stuck in the middle. The surgeon re-stapled and over sewed the hole stomach in the end of procedure. The case was extended by more than 30 minutes. The over sewing was the cause for time extension.

Manufacturer narrative:
(B)(4).